Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following series of events: during the prime step of a cartridge/site change on (B)(6) 2012, the tubing was already primed before starting the prime process. The reporter states the pump was fully rewound when cartridge was inserted and that insulin came out of tubing as soon as she began to prime. The patient was disconnected from the pump at the time. The patient is currently off pump therapy and the reporter will contact a health care professional for a back up plan. This complaint is being reported due to the allegation that insulin was discharged during the load step.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history had no "pump not primed" or "cartridge not detected" warnings. A rewind, load and prime sequence was performed successfully without alarms. A force sensor calibration test revealed the force sensor was in calibration. The pump was opened for investigation and did not reveal any damage to the force sensor circuit. Investigation was did not reveal any malfunction or damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.